Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer did not observe insulin exiting the infusion set tubing or the cartridge pigtail. Customer's blood glucose level was 102 mg/dl. A supply change was performed and successfully resumed insulin delivery.